Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was readmitted for hematuria and elevated ldh. The pt was medically treated with integrilin and bivalirudin. Ldh returned to normal levels and hematuria resolved. The pt was subsequently discharged from the hospital.

Manufacturer narrative:
The pt remains ongoing on lvad support and no further issues or info have been reported. Based on the info available to the MFR, no conclusion can be drawn as the cause of the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. No further info is available. The MFR is closing its file on this event.